Manufacturer narrative:
Additional information is provided in sections d9, h.3, h.6 and h.11 and corrected information provided in h.6. The company representative was unable to confirm nor replicate the reported issue. The system was tested and found to meet product. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for ¿complaints reported against this serial number¿ was performed. No similar complaints were reported for this product serial number (under investigation). The system was found to meet specifications. Therefore, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. Similar incident data was collected for the associated reported events. Quality assurance will continue to perform periodic monitoring for evidence of adverse trending and take further action as appropriate. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Additional information is provided in sections a1, a2, a3.a, b.5. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
Additional information was received stating that the patient was completed with the surgery. The surgery was completed well and there were no clinical consequences observed in the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A healthcare professional reported that during a phacoemulsification surgery an ophthalmic system displayed advisory code and system exhibited with phacoemulsification malfunction. The patient has a severe adverse event. The customer refuses to continue the surgery. The patient has been transferred to another facility to complete the surgery. The details of the patient current condition were unknown. Additional information requested and none received till date.